Event description:
Boston scientific received information that a few months after the defibrillator implant, the patient complained of chest pain and the chest was red and itchy around the implant location. The patient suspected this was due to the installation of the communicator. The patient was informed that the communicator would not impact the function of the device. A health care provided was contacted and stated they would contact the patient for further evaluation. An infection around the device was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts for additional information were made, but no further information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.